Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was sticking when being pressed; therefore, it was not working as expected. A revision surgery was performed to explant and replace the device leaving the original reservoir implanted. No patient complications were reported.